Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was called and she stated that she is recovering from ovarian cancer and has gone to the emergency room 5 times in the past two years for low blood glucose. Customer stated that low blood glucose events are related to the cancer and chemotherapy. Blood glucose value is unknown. She declined transfer for troubleshooting.